Manufacturer narrative:
(B)(4).this ftr is categorized as a serious injury since a x-ray was needed to search for the needle, exposing the patient to otherwise unnecessary radiation.

Event description:
Procedure type : laparoscopic hysterectomy. According to the reporter: first device: needle broke off from both strand and the jaw when trying to pass through vaginal cuff tissue. Half of needle remained in jaws, the other half was not recovered, patient was x-rayed, needle was unable to be located (B)(4). Second device was with polysorb reload, worked fine on tissue but when unloaded on mayo stand, needle was broken in two pieces. In both instances, sulu was loaded correctly, rabbit ears were fully retracted, needle was passed back and forth before being inserted through trocar. Current patient status is unknown. There was not tissue damage or patient injury. The surgery was delayed one hour to look for the needle and bring in a x-ray. The vaginal cuff was closed from below.